Event description:
Heparin drip running. Pump was found off, once turned on all previous settings were there and began running again. Pump shut off without any alarms sounding. It had been running for 20 mins before finding it off.